Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the final result. Hence the lens was replaced from the patient's eye. Additional information has been requested and received stating that there was no further ocular issues and patient's issues resolved after replaced with a different lens. In the surgeon¿s prognosis the patient vision was good at one week post operation.